Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion sets to address the occlusion. Customer's blood glucose was 320 mg/dl. Customer declined tandem technical support's offer to troubleshoot and declined to provide further information. Customer use pump and/or manual injections for insulin therapy.